Manufacturer narrative:
Final device analysis revealed the catheter access port (cap) lifted, but it was still attached to the pump and was functional.

Event description:
The manufacturer's rep reported a pump was explanted and replaced after 87 months implant duration. The pump was removed due to the field action alert for the synchromed el catheter access port (cap) detachment recall. No patient injury was eported. The drug contained in the patient's pump was fentanyl (50 mcg/ml) delivered at 19.851 mcg/day. Additional info has been requested, but was not available at the time of this report.